Event description:
It was reported that during surgery the headpiece of the t max on first use was very loose, so the connection between the rubber headrest and the plastic backing and the metal rod was not secure; the procedure was completed using another method; there is no information regarding if there was any delay. No other complications were reported.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. No serial number was provided and thus a manufacturing record review could not be conducted. A review of the t-max beach chair instructions for use found instructions related to positioning the headset pad. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.